Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received button and rewind anomalies. The customer¿s blood glucose level was unknown. The customer insulin pump had scratches on the screen and the buttons were harder to press and the customer declined troubleshooting. It was reported that the insulin pump was louder during rewind. The insulin pump will not be returned for analysis.